Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old caucasian female patient who underwent breast implant surgery with a 800cc mentor smooth round moderate plus profile on both sides has experienced deflation of breast implants bilaterally after motorcycle accident complicated by chest injury and coma. As a result, the patient underwent bilateral explantation on (B)(6) 2022. Per the information contained in the file, it is reasonable to assume that the current patient's condition (a state of prolonged unconsciousness) related to the trauma after motorcycle accident and not related to breast implants. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On november 10, 2022, type of investigation was correctly updated to "device discarded". The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4). H6 type of investigation.